Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
B3, d6: dates estimated. The UDI is unknown because the part number and lot number were not provided. The devices were not returned for analysis. A review of the lot history record and a review of the complaint history could not be performed as this incident was based on an article review and no device/lot information was provided. It should be noted that the intended use section of the mitraclip system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿ since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. However, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. Reportedly, the reported patient effects of endocarditis, edema, dyspnea, recurrent tricuspid regurgitation, heart failure, myocardial infarction, pericardial effusion, stroke, and atrial fibrillation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A definitive cause for the reported patient effects of endocarditis, edema, dyspnea, recurrent tricuspid regurgitation, heart failure, myocardial infarction, pericardial effusion, stroke, atrial fibrillation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action is required.

Manufacturer narrative:
Event dates estimated. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: literature titled, transcatheter edge-to-edge tricuspid repair for severe tricuspid regurgitation reduces hospitalizations for heart failure.

Event description:
This is filed to report endocarditis, edema, dyspnea, recurrent tricuspid regurgitation, heart failure, myocardial infarction, pericardial effusion, stroke, atrial fibrillation, surgical procedure, treatment with medication, medical intervention, and prolonged hospitalization. It was reported through a research article identifying mitraclip devices that may be related to: endocarditis, edema, dyspnea, recurrent tricuspid regurgitation, heart failure, myocardial infarction, pericardial effusion, stroke, atrial fibrillation, surgical procedure, treatment with medication, medical intervention, prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "transcatheter edge-to-edge tricuspid repair for severe tricuspid regurgitation reduces hospitalizations for heart failure¿.no additional information was provided.